Event description:
During a pta/stenting procedure on a long, calcified lesion in the superficial femoral artery the stent came off of the delivery device. The lesion had been predilated. Using a contralateral approach, the physician was advancing the stent delivery system retrograde over the bifurcation. While trying to maneuver through the patient's anatomy the outer sheath covering the stent moved. This allowed the stent to separate from the delivery device and deploy itself in the sfa, but not at the target lesion. Per the reporter, the lock on the handle was still in "lock" position and the physician had not ratcheted the stent or made any attempt to deploy it. The physician was unaware that it had even come out of sheath until the deployed stent was seen on fluoroscopy. The stent is securely implanted in the vessel and the physician is not concerned about embolism. The access sheath remained in the groin and it was noted that thrombus had begun to form at the end of the sheath. Urokinase was given to dissolve the thrombus which delayed the procedure approximately 90 minutes. A second symphony stent was successfully deployed at the target lesion to complete the procedure. The patient is reported as "fine" following the procedure.